Event description:
Sherwood kangaroo pump set (500cc bags) defective. 1. 1st bag leaked formula at pressed seam between bag and tubing. 2. 2nd and 3rd bag wouldn't work in the pump; pump would read "no set."